Event description:
It was reported that "two IV pump modules reported error and needed to be replaced." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the two devices that reported error and needed to be replaced were confirmed through a review of the device logs and was replicated during testing. Initial pressure sensors test results in the as received condition showed that pump module s/n (B)(6) completed the programmed infusion with no issues observed; pump module s/n (B)(6) immediately alarmed error code 240.4150.0 (fatal severity; bottle side pressure sensor failure). Analog sensors test results showed that both suspect pump modules s/n (B)(6) and s/n (B)(6) had their bottle side pressure sensor out of specification. Second pressure sensors test results with a known good bottle side pressure sensor installed on suspect pump modules for testing purposes only, showed no issues or instances of the devices alarming error code 240.4150.0 (fatal severity; bottle side pressure sensor failure). A review of the devices error logs showed that suspect pump modules s/n (B)(6) and s/n (B)(6) only had instances of the error code 240.4150.0 (fatal severity; bottle side pressure sensor failure) early as (B)(6) 2025 and (B)(6) 2025 respectively. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The patient side pressure sensor of the suspect pump module s/n (B)(6) was found to be a third-party part. Facilities have been informed by the third-party parts notice, dated 07 february 2022, that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Notes to repair center: suspect pump module serial number (s/n): (B)(6), work order (wo): (B)(4). The bottle side pressure sensor was found out of specification, please replace bottle side pressure sensor. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module sn: (B)(6), wo: (B)(4). The bottle side pressure sensor was found out of specification, please replace bottle side pressure sensor. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the alarm error message reported in two pump modules was attributed to error code 240.4150.0 (fatal severity; bottle side pressure sensor failure), which resulted from defective bottle side pressure sensors on suspect pump modules s/n (B)(6) and s/n (B)(6). The log review and test results confirmed that the returned device¿s bottle side pressure sensors were outside of specification. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "two IV pump modules reported error and needed to be replaced.". There was patient involvement but no harm.